Event description:
During an in-clinic follow-up, the leadless pacemaker was interrogated and intermittent sensing and maker anomalies were overserved on the electrogram (egm). The device was reprogrammed to increase sensitivity; however, the intermittent detection was still observed. The patient was stable.